Event description:
I have the essure implant, a permanent female sterilization method used as an alternative to tubal ligation. I have experienced irregular, heavy, unusually long menses. During this time, I suffer from a mental "fog" and sometimes intractable pain. I am a dialysis pt, so my low blood count is recorded in lab tests. During this time, I require add'l epogen to combat my lowered blood cell count. I still have the device in question, as it is implanted in my body.